Event description:
It was reported that the patient went to the emergency department for chest pains. An interrogation of their device indicated there was a high rate non-sustained episode which was oversensing of emi (electromagnetic interference). The device remains in use. No patient complications have been reported as a result of this event.